Event description:
Healthcare professional reported patient did not drain adequately in drain 00 during treatment on the pac-xtra device. Device progressed with the therapy and patient received first fill. Patient complained of shotness of breath. Healthcare professional stopped therapy and checked device. Healthcare professional was not fully trained on the device and was unaware that the device would not alarm in drain 00 if adequate drainage had not occurred. A manual exchange was performed and per healthcare professional, no medical intervention was required. Education and policy and procedural changes have taken place in the facility with regard to operation of this device. The healthcare professional stated the overfill situation was attributed to operator error due to lack of knowledge of the operation of this device.